Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported patient with photophobia at two month lasik post-operative visit. At visit, patient complained of "sensitive to indoor and outdoor light" that has become worse over last couple of weeks. Additional information from reporter indicated patient's topical steroid dosage was increased. Additional information has been requested. This report is for the left eye, and additional report will be filed for the right eye.